Manufacturer narrative:
Samples are currently in the possession of the dist. They are expected to be returned for eval. A detailed investigation is currently underway. The results will be forwarded upon completion.

Event description:
It was reported to tyco healthcare/kendall on 04/23/07 that the customer is having a product problem with the 4x4 gauze. The customer alleges that when they used this product in the field, the dressings shed little white cotton balls or sometimes cotton shreds. They are using this pad on wounds and pieces are sticking to the wound. It is unk the manner in which this sponge is being used.